Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of the instrument identified a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above observations are consistent with manufacturing error.

Event description:
It was reported that the patient underwent a tlif at l4-5 to treat l4 spondylolisthesis. During tightening of the set screw the driver tip sheared off. The tip fragment was removed from the patient. Another driver was used to finish tightening the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.